Manufacturer narrative:
The insulin pump had blank display due to faulty interface board. Analysis was unable to perform the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display anomaly. The insulin pump had cracked battery tube threads, reservoir tube, reservoir tube lip, reservoir tube window and minor scratched display window.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported 170 mg/dl at the time of incident. The customer reported that the battery compartment threads had crack. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.